Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pre for hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation irregular ("irregular period"), dermatitis allergic ("rashes I've gotten from the nickel"), pain of skin ("skin on my ass is tender to touch"), pain ("body aches") and medical device site pain ("I'm really hurting on my left side where my tube was"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the medical device removal, menstruation irregular, dermatitis allergic, pain of skin, pain and medical device site pain outcome was unknown. The reporter considered dermatitis allergic, medical device removal, medical device site pain, menstruation irregular, pain and pain of skin to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query: event rash pt was updated from rash to allergic rash. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pre for hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation irregular ("irregular period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and menstruation irregular outcome was unknown. The reporter considered medical device removal and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pre for hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation irregular ("irregular period"), dermatitis allergic ("rashes I've gotten from the nickel"), pain of skin ("skin on my ass is tender to touch"), pain ("body aches"), medical device site pain ("I'm really hurting on my left side where my tube was"), malaise ("sick"), psoriasis ("psoriasis"), psoriatic arthropathy ("psoriatic arthritis") and premenstrual dysphoric disorder ("pmdd"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the medical device removal, menstruation irregular, dermatitis allergic, pain of skin, pain, medical device site pain, malaise, psoriasis, psoriatic arthropathy and premenstrual dysphoric disorder outcome was unknown. The reporter considered dermatitis allergic, malaise, medical device removal, medical device site pain, menstruation irregular, pain, pain of skin, premenstrual dysphoric disorder, psoriasis and psoriatic arthropathy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received new reporter information and new event added psoriatic arthritis, sickness , psoriasis, psoriatic arthritis,pmdd was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.